Event description:
The customer reported the system locked up and rebooted w/o command. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and a circuit board was reseated. Also, the software was reloaded. The system was then found to be operating as intended.